Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "exchange of textured device due to patient's concern with product." Healthcare professional later reported "rupture". Device remains implanted.

Event description:
Healthcare professional reported left side "exchange of textured device due to patient's concern with product." Healthcare professional later reported "rupture", later healthcare professional reported " patient did not have a left side rupture". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.